Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue and confusion. It was noted that the implantable pulse generator (ipg) had a electrical reset. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient feeling lightheaded and was having sleep disturbances.